Event description:
The customer biomedical engineer (biomed) reported their philips information center ix (pic ix) was not emitting audible alarms. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.